Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). This peritonitis event occurred on an unreported date in (B)(6) 2014. (B)(6). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination and the patient did not wash their hands while performing therapy in the dark. The patient was not hospitalized for the peritonitis. The patient was treated with vancomycin and ceftazidime (intraperitoneally, doses and frequency not reported) for the event. At the time of this report, the patient had recovered from the peritonitis and had been retrained on aseptic technique. Dianeal therapy was ongoing. Additional information was requested but is not available.